Manufacturer narrative:
Complete response for medwatch field e1 initial reporter establishment name: (B)(6). The calcium gen 2 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen 2 result from the cobas 8000 cobas c 701 module. The initial result was 0.90 mmol/l, and the repeat result was 2.22 mmol/l. On another cobas, a repeat result of 2.3 mmol/l was provided. The questionable result was repeated because it did not match the previous findings and was not released outside of the lab.

Manufacturer narrative:
A field service engineer (fse) discovered the gear pump head had low pressure. He aligned the sample and reagent probes and replaced the ultrasonic mixers. The investigation was unable to determine a direct root cause. The customer has not reported any additional issues since the service actions were completed.